Event description:
Medtronic received a report that a spine segment tracker fractured intraoperatively while attached to the patient during a spinal na vigation procedure. No device fragments were observed in the surgical field. The tracker remained connected to the system at the time of the event. The detached tracker portion was set aside, and the screw portion was removed without complication. Retrieval was st raightforward, did not require additional imaging or changes to the surgical approach, and was completed in less than a few minutes. There was no reported patient impact as a result of the breakage. The breakage occurred at the interface between the plastic tracker component and the titanium screw portion. The cause of the failure could not be determined; however, the user indicated that the device was being handled carefully at the time the issue was identified.

Manufacturer narrative:
H3, h6: the device was returned to the manufacturer for evaluation. The segment tracker was confirmed to be broken between the plastic tracker portion and the titanium screw portion. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.